Event description:
This is the second incident that the groshong failed on the same day and it was irreparable. Patient found to be wet in bed - groshong catheter was broken and ivf leaking on to the bed and floor port repaired - alteplase administered to white port to resolve clot.